Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system, device was crashed after reboot and had a blue screen recovery page. However, there were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, 06-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was crashed after reboot and had a blue screen recovery page. A field service engineer (fse) initially reimaged the machine to restore the system. The fse then updated the firmware and component manager to ensure proper functionality. The fse synchronized the remote service and confirmed that the machine was functioning normally afterward. The system functioned as intended after the field service engineer repaired the device.